Event description:
It was reported that both non-boston scientific leads exhibited high out-of-range pacing impedance measurements, and the pacemaker triggered a lead safety switch to unipolar mode. Troubleshooting options were discussed and recommended. A revision procedure was performed and the leads were tested with the pacing system analyzer (psa), and impedances on the non-bsc right atrial (ra) were high out of range, while the impedances on non-bsc right ventricular (rv) lead was high. The physician opted to remove the pacemaker, however, when the physician tried to remove the leads from the pacemaker the leads had some sort of corrosive material come out of it. Upon removing the pacemaker, the physician placed the new pacemaker and connected the leads, and all measurements were in range. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Upon receipt at our post market quality assurance laboratory, analysis of the returned device found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use. The device was subjected to and passed all automated testing. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Correction: d4 field: model number updated to l301.

Event description:
It was reported that both non-boston scientific leads exhibited high out-of-range pacing impedance measurements, and the pacemaker triggered a lead safety switch to unipolar mode. Troubleshooting options were discussed and recommended. A revision procedure was performed and the leads were tested with the pacing system analyzer (psa), and impedances on the non-bsc right atrial (ra) were high out of range, while the impedances on non-bsc right ventricular (rv) lead was high. The physician opted to remove the pacemaker, however, when the physician tried to remove the leads from the pacemaker the leads had some sort of corrosive material come out of it. Upon removing the pacemaker, the physician placed the new pacemaker and connected the leads, and all measurements were in range. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: d4 field: model number updated to l301.

Event description:
It was reported that both non-boston scientific leads exhibited high out-of-range pacing impedance measurements, and the pacemaker triggered a lead safety switch to unipolar mode. Troubleshooting options were discussed and recommended. A revision procedure was performed and the leads were tested with the pacing system analyzer (psa), and impedances on the non-bsc right atrial (ra) were high out of range, while the impedances on non-bsc right ventricular (rv) lead was high. The physician opted to remove the pacemaker, however, when the physician tried to remove the leads from the pacemaker the leads had some sort of corrosive material come out of it. Upon removing the pacemaker, the physician placed the new pacemaker and connected the leads, and all measurements were in range. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the returned device found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use. The device was subjected to and passed all automated testing. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Correction: d4 field: model number updated to l301.

Event description:
It was reported that both non-boston scientific leads exhibited high out-of-range pacing impedance measurements, and the pacemaker triggered a lead safety switch to unipolar mode. Troubleshooting options were discussed and recommended. A revision procedure was performed and the leads were tested with the pacing system analyzer (psa), and impedances on the non-bsc right atrial (ra) were high out of range, while the impedances on non-bsc right ventricular (rv) lead was high. The physician opted to remove the pacemaker, however, when the physician tried to remove the leads from the pacemaker the leads had some sort of corrosive material come out of it. Upon removing the pacemaker, the physician placed the new pacemaker and connected the leads, and all measurements were in range. No additional adverse patient effects were reported.